Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced low blood glucose levels of 71mg/dl. The customer was treated for the low blood glucose with food and glucose tablets. The customer's mother was assisted with troubleshooting stated that the drive support cap was normal. Customer's mother reported that insulin pump programming was accurate; however reservoir was showing more than status screen indicated. Advised positioning in motor may have shifted. No health or lifestyle changes found. Customer's mother advised to monitor pump but eventually called back and reported that customer experienced low blood glucose of 28mg/dl. Customer was treated with food. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the spec range and passed off no power test. The insulin pump was tested with a waterfall test reservoir, several boluses were programmed and delivered; the units left at the display properly and match units left at test reservoir. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. The insulin pump passed the displacement accuracy test.